Manufacturer narrative:
Device evaluated by MFR.: mustang 6.0 x 200, 135cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 40mm proximal of the distal markerband and extending approximately 87mm proximally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 22 atmospheres. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found the shaft of the device to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
Reportable based on device analysis completed on 10-jun-2021. It was reported that inflation failure was encountered. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified right superficial femoral artery. A 6.0 x 200, 135cm mustang balloon catheter was advanced for dilation. However, during inflation, the shape of the balloon did not change. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good. However, returned device analysis revealed balloon longitudinal tear.